Event description:
A retrospective review of steris corp's customer complaint files revealed that this incident was initially classified as a health and safety complaint, not a reportable event. Upon further eval of all facts and circumstances surrounding the event, steris has determined that the event is reportable. In august 1998, the facility reported organism growth cultured from several olympus endoscopes. Steris's investigation identified several possible sources of the contamination, including user error related to processing technique and poor aseptic handling technique.